Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, it was reported that the patient developed a hematoma at the magnet site and subsequently the hematoma was drained (date not reported).